Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm a few days ago, but does not recall of when or why. The customer's blood glucose (bg) level was impacted 250 mg/dl. The customer changed out supplies and took a correction bolus to stabilize bg level. The occlusion alarm occurred prior to contacting tandem technical support, no troubleshooting was performed to determine a possible cause of the occlusion. Reportedly, the customer was using apidra insulin.